Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)/spotting') in an adult female patient who had essure (batch no. B97497) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval pruritus, sexually transmitted infection and gonorrhea. Concomitant products included ethinylestradiol;levonorgestrel (quasense) since 2014, ethinylestradiol;norgestimate (mononessa) since 2014, ethinylestradiol;norgestimate (sprintec) since 2014, fluticasone since 2014, ketorolac tromethamine (toradol) since 2014, ketorolac since 2014, nystatin since 2014, omeprazole since 2014, phentermine since 2014, topiramate since 2014 and zolpidem since 2014. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), feeling abnormal ("other: foggy memory"), back pain ("lower back pain") and gastrointestinal disorder ("bowels may have been affected"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the alopecia, mood swings, feeling abnormal, back pain and gastrointestinal disorder outcome was unknown. The reporter considered alopecia, back pain, feeling abnormal, gastrointestinal disorder, genital haemorrhage, mood swings and pelvic pain to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion.. Batch no: b97497, production date : 2013-11-29, expiration date : 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)/spotting') in an adult female patient who had essure (batch no. B97497) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval pruritus, sexually transmitted infection and gonorrhea. Concomitant products included ethinylestradiol; levonorgestrel (quasense) since 2014, ethinylestradiol; norgestimate (mononessa) since 2014, ethinylestradiol; norgestimate (sprintec) since 2014, fluticasone since 2014, ketorolac tromethamine (toradol) since 2014, ketorolac since 2014, nystatin since 2014, omeprazole since 2014, phentermine since 2014, topiramate since 2014 and zolpidem since 2014. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), feeling abnormal ("other: foggy memory"), back pain ("lower back pain") and gastrointestinal disorder ("bowels may have been affected"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the alopecia, mood swings, feeling abnormal, back pain and gastrointestinal disorder outcome was unknown. The reporter considered alopecia, back pain, feeling abnormal, gastrointestinal disorder, genital haemorrhage, mood swings and pelvic pain to be related to essure. The reporter commented: plaintiff was implanted with the essure permanent birth control device on date 2012/2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs received : essure lot number added. Essure implant and explant date added. Following events were added: abnormal bleeding (general)/spotting, hair loss, hormonal changes: mood swings, other: foggy memory, lower back pain and bowels may have been affected. Previously reported event injury was updated to pain. Event severity added for: pain. Event outcome added for: pain, abnormal bleeding (general) and spotting. Concomitant medications and lab data were added. Reporters added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.